Manufacturer narrative:
Product analysis ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis without its introducer sheath, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the solitaire fr 6-30 stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker. The marker coil was kinked at ~6.5cm from the distal tip. The stent¿s proximal marker and distal markers were found intact. No other anomalies were found. ¿testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for testing. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿kink/damaged¿ report was confirmed, as the returned solitaire fr 6-30 stent device was observed to be kinked at the marker coil. Damage can occur due to impact from an unknown source before opening, damage during storage, user-related damage, or manufacturing-related damage (e.g., operator handling, missed insp ections). However, the cause of the damage could not be determined. In addition, the customer¿s ¿marker separation from stent¿ report could not be confirmed. The markers on the solitaire fr 6-30 stent were intact. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was unknown. The device packaging was intact and showed no damage upon delivery. The "platinum marker point" refers to the distal radiopaque marker point of the stent, as described by the operator. The report indicated that the distal end of the device¿which includes the entire delivery system¿and the proximal end of the stent, near the detachment point, were kinked. Upon opening the package, the stent remained inside the introducer sheath and was not pushed out for inspection prior to use, so it was impossible to confirm whether the stent was damaged at that time. Preparation involved pushing the stent from the introducer sheath into the microcatheter and delivering it to the distal end of the microcatheter. No damage or evidence of tampering to the device packaging was found.

Event description:
Medtronic received a report that during preparation of a solitaire fr a kink was observed on the proximal end and the platinum marker point at the distal end of the stent missing. It was reported that "during the pre-operative preparation phase, the device package was opened, and the device was taken out. It was found that the distal end of the device, the proximal end of the thrombectomy stent was kinked, with the platinum marker point at the distal end of the stent missing." A new device was replaced to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.